Event description:
A customer contacted beckman coulter inc. (Bci) stating that one box of the bilirubin control was received leaking. No injury was reported.

Manufacturer narrative:
The reagent leaked due to broken container inside the kit box. The customer was sent a replacement.